Event description:
Event determined to be reportable based on analysis completed in 2007: it was reported the during a percutaneous coronary interventional (pci) procedure, the balloon inflation failed. The 90% stenosed non-calcified lesion was located in the mid right coronary artery (rca). The maverick2 15mm x 2.5mm balloon was unable to be inflated on the second inflation. The atms reached on the first inflation is unk. The procedure was completed with this device. No pt injuries or complications were reported. The pt's status is reported as "good." However, analysis revealed a pinhole leak.

Manufacturer narrative:
Device analysis can confirm that a pinhole leak did exist in the balloon material. The leak was noted approx 3mm distal to the distal edge of the proximal marker band. Microscopic examination of the balloon material and marker band found no issues that could contribute to the pinhole leak. A review of the manufacturing record for this batch number shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause of the pinhole leak could not be determined.